Manufacturer narrative:
This is one of one initial/final MDR report being submitted for this complaint with associated MFR# 1226348-2016-00155. (B)(4). Lot unknown, manufacturing date not available. The product was not available for analysis. A device history record (DHR) review could not be conducted as the lot number was not provided/known. Hemorrhage is a known potential adverse event associated with the use of the enterprise vrd device and it is listed as such in the IFU. All products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the information suggests that target lesion characteristics, hemodynamics within the treated vessel and medication regimen may have contribute to the reported event. No further actions are need at this time.

Event description:
As reported by a healthcare professional, a procedure to remove blood clot occluding the middle cerebral artery (m1) was performed using a competitor's device. The procedure was performed on (B)(6) 2015 in a (B)(6) year old male patient. Post procedure atherothrombosis was confirmed; therefore angioplasty was performed and an enterprise 2 stent (enc402300/lot unknown) was placed. Two hours post-procedure symptomatic intracranial hemorrhage was confirmed in treatment area. It was diagnosed as serious event however no additional treatment was performed. It was reported that the patient recovered on (B)(6) 2015 and per the physician, the bleeding may have occurred due to recanalization as it had occurred at distal part of the treated area. The mrs score pre-procedure on (B)(6) 2015 was reported to be grade 0 and grade 5 during discharge on (B)(6) 2015. The product is not available for investigation. No further information is available.